Event description:
The facility reported a colleague infusion pump with failure code 550:320:844:0000. The event was reported to have occurred after patient therapy. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. During product evaluation, a baxter service technician confirmed failure code 550:320:844:0000, but also found the pump did not audibly alarm for this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). This device is an unremediated colleague pump with a user interface module software version of 5.01.00. The root cause investigation is in progress through (B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550:320:844:0000 was confirmed in the pump's event history. This condition was caused by a defective main speaker. The main speaker was replaced to correct this condition.